Event description:
No new information.

Manufacturer narrative:
The complaint that the needle does not fully retract was confirmed and the cause appeared to be manufacturing related. Representative samples from lot 5010456 were received in sealed unit packages. A functional test revealed that the needles were partially retracted and the flash notch on 5 of the 20 tested units became caught on the blood control valve upon activating the safety mechanism. The dimensions of the needle were within specification. No slow retraction was identified on the representative samples. As the samples from sealed unit packages failed to fully retract, the complaint was confirmed, and the cause appeared to be manufacturing related. A notification of the confirmed defect was sent to our manufacturing personnel for awareness. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
Upon opening a few catheters and pressing the white button, I observed that the needle did not retract fully and was slow to retract halfway.